Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a little over a week ago the patient fell and rolled over onto their left side where the scs device was. There was a bruise on their left leg and where the device was. There was a return of symptoms. They were having more pain than they normally had in the area where the device usually helped since the fall. Because of the pain, the patient could not sleep in their bed. They had to sleep in a chair because when they lay down the pain was too bad. The patient took gabapentin and was given oral morphine yesterday when they saw their health care professional (hcp) about their increased pain. The patient saw the change the patient programmer batteries message but was able to sync with the implantable neurostimulator (ins) after changing the batteries. It showed that stimulation off and the patient had not seen the stimulation on icon when they had synced with the ins. Stimulation was turned on. The patient mentioned that they had just had eye surgery and had nerve damage in their feet so that they could not wear regular shoes but only could wear flip-flops. Additional information was received in a patient letter on (B)(6) 2016 reported that the patient's issue with the pain had been resolved once the patient put in new batteries since the batteries were said to be dead during troubleshooting, and it was better. The patient's next appointment with their hcp was (B)(6) 2016. The patient stated that they loved their stimulator.

Event description:
Additional information was received from the patient. It was reported that the patient had various issues with her legs and feet since 2015. The patient still had throbbing of the legs and feet, and she was experiencing pain so bad that she could not sleep in her bed as of (B)(6) 2016. The patient planned to contact the healthcare professional to speak with a manufacturer representative about programming options. Additional information was received from the patient. It was reported that the steps taken to resolve the issue were that they determined that the patient's batteries needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.